Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Natarajan, s. K. Et al. (2016). The safety of pipeline flow diversion in fusiform vertebrobasilar aneurysms: a consecutive case series with longer-term follow-up from a single us center. Journal of neurosurgery, 125(1), 111-119. Doi:10.3171/2015.6.jns1565 mdrs related to this article: 2029214-2016-00667 2029214-2016-00668 2029214-2016-00669 2029214-2016-00670 2029214-2016-00671 2029214-2016-00672.

Event description:
Medtronic received information from literature review that a patient underwent retreatment after pipeline implantation. The patient initially presented with headache. The patient was found to have a 17mm fusiform aneurysm in the posterior circulation. Three pipeline devices were implanted. There were no technical difficulties noted during the procedure. Seven-months post-procedure, follow-up angiogram showed foreshortening of a pipeline and aneurysm filling. It was not reported which of the three pipeline devices foreshortened. The patient underwent retreatment in which an additional pipeline device was implanted. At the latest angiographic follow up (15 months after the initial procedure), dsa showed no aneurysm remnant and patent pipeline. At the last clinical follow up (17 months after initial procedure), the patient's mrs was 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.